Event description:
Per the clinic, the patient developed an infection at the implant site. Subsequently, the patient was treated with topical antibiotics and abutment was removed on (B)(6) 2024. The patient was reimplanted with another cochlear device during the same surgery.

Manufacturer narrative:
Per the clinic, the internal fixture was also explanted with the abutment on (B)(6) 2024 under general anesthesia.